Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide#: (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that at a routine office visit on (B)(6) 2019 the patient reported soreness around driveline site that started on (B)(6) 2019. Soreness has resolved by the time of the visit, but the subject noticed more erythema and yellow drainage. The driveline exit site was cultured and showed moderate growth of corynebacterium striatum. Patient was prescribed linezolid but was concerned about the risk of serotonin syndrome with his medication in light of his recent stroke. Decision was made to remain off antibiotics until the following monday. At the next visit on (B)(6) 2019, subject was instructed to continue doxycycline for 6 weeks. At the next follow up on (B)(6) 2020 drainage and tenderness had resolved. Plan was made to continue the doxycycline until transplant. No further information was provided.